Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited capture thresholds greater than 7.5 v at 1.5 ms and poor sensing. Due to persistent atrial fibrillation and age of the patient, the device was programmed to vvir mode.